Manufacturer narrative:
The issue occurred on an unreported date in (B)(6) 2017. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. An underwater clear passage and pressure test was performed and the device passed the test. No defect was observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During a patient infusion, a clearlink system secondary medication set did not flow. The patient was receiving an unspecified antibiotic. The clearlink secondary set was attached to a baxter primary set, at the y-site most proximal to the spike end. The infusion was being delivered via a pump at a rate of 75 ml/hour. At an unspecified time into the infusion, it was noted that the fluid was not dripping from the bag (unspecified) into the secondary set. There were no kinks observed in the tubing. The secondary set hanger was in use and was fully extended. There was no patient injury or medical intervention associated with this event. No additional information is available.